Event description:
Left leg wrap has a hole and it would not inflate. Manufacturer response for alternating leg pressure device, alternating leg pressure 1a (per site reporter). Currie medical notified of equipment failure. Customer service manager arranged for replacement garment be sent to director medical services.